Event description:
Reporter alleged that comfort curve test strips were labeled with an expiration date of "4/30/2010". The manufacturer's records show the actual expiration date to be 04/30/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Date notified: (B)(6) 2010. A model 1305 aspirator (s/n (B)(4)) failed to operate to specs. An inspection of the device revealed a defective battery pack. The battery pack was replaced, the device was tested to specs and returned to the customer. No pt was involved at the time of the device failure.